Event description:
Per the customer the device was inaccurate during registration during a procedure. The procedure was completed successfully with the same device without clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : no product return.

Event description:
Per the customer the device was inaccurate during registration during a procedure. The procedure was completed successfully with the same device without clinically significant delay; no adverse consequences or medical intervention were reported.